Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not provided. Our fse was on site to investigate the issue and found out that the air gas module was defective and required replacement. No parts were returned for further investigation, hence the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 903135